Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the left main. It was reported that the patient's troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci.

Manufacturer narrative:
The patient is a previous smoker and also has a medical history of previous mi. The index procedure was prompted by stable angina and positive stress test. The mi occurred in the lcma. If information is provided in the future, a supplemental report will be issued.